Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter tip split. The following information was provided by the initial reporter: IV catheter tip split when inserting into patient for IV start. On (B)(6) 2024 1. Could you please provide a further description of the issue? Unfortunately, we don¿t have additional information to describe the issue. 2. Can you please provide an exact date of event in mm-dd-yyyy format? 09-13-2024. 3. What was the impact to the patient? No harm to the patient. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details none.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of a 22ga x 1.00in. Insyte autoguard bc unit. Both photos display the catheter with media, connected to a blood collection device. Your report of a split tip on the 22g insyte autoguard IV catheter could not be confirmed from the photographs that were provided for investigation. The sample exhibited evidence of use; however, the condition of the catheter tip could not be discerned from the images. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.